Event description:
It was reported that the reloads was fired only on a single side. Other side the staples was not fired. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2022. D4: batch # t5dt29. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received with the sled left side over the reload pan, the right side fully fired and left side unfired. Upon evaluation of the reload, the inner walls of the reload, the reload pan and the one-piece sled were noted to be damaged. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the returned reload is consistent with improper handling by an external cause. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022 investigation summary this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue supported by surgical instruments. At the 00:11 minute the jaws were placed in the tissue with a gold reload loaded and bleeding was noted. At the 00:24 minute the jaws were removed from the tissue and significant bleeding was observed. However, on the left side of the tissue appears to be not stapled. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.